Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cesarean section, lower abdominal pain and bipolar disorder since (B)(6) 2013. Concomitant products included fluoxetine and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: cervix"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine hydrochloride and underwent treatment due to complications from the essure device. At the time of the report, the hypersensitivity, genital haemorrhage, device expulsion, abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia, pelvic pain, weight increased, fatigue, migraine, alopecia, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: essure device was successfujly occluded. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet received. Event abnormal bleeding (vaginal, menorrhagia) added. Concomitant condition and drugs were added. Treatment drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cesarean section and lower abdominal pain. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: cervix"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("alopecia"). Essure treatment was not changed. At the time of the report, the hypersensitivity, genital haemorrhage, device expulsion, abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia, pelvic pain, weight increased, fatigue, migraine, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received: events dysmenorrhea and abdominal pain added and event onset dates were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cesarean section and lower abdominal pain. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: cervix"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("alopecia"). Essure treatment was not changed. At the time of the report, the hypersensitivity, device expulsion, genital haemorrhage, menstrual disorder, dyspareunia, pelvic pain, weight increased, fatigue, migraine, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added events psychological or psychiatric problems condition: depression and mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cesarean section and lower abdominal pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: cervix"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("alopecia"). At the time of the report, the hypersensitivity, device expulsion, genital haemorrhage, menstrual disorder, dyspareunia, pelvic pain, weight increased, fatigue, migraine and alopecia outcome was unknown. The reporter considered alopecia, device expulsion, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2011: essure device was successfully occluded most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet-all relevant medical history, concurrent condition, concomitant medication were added. Events device expulsion, genital hemorrhage and pelvic pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder since (B)(6) 2013, cesarean section and lower abdominal pain. Concomitant products included fluoxetine and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: cervix"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine hydrochloride (vistaril) and underwent treatment due to complications from the essure device. At the time of the report, the hypersensitivity, genital haemorrhage, device expulsion, abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia, pelvic pain, weight increased, fatigue, migraine, alopecia, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Essure confirmation test(s) conducted on (B)(6) 2011 righr side-3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfujly occluded; on (B)(6) 2011: patient status post essure placement. Left fallopian tube remains patent. Right fallopian tube is at least partially patent. Lot number: 761438 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder since (B)(6) 2013, cesarean section and lower abdominal pain. Concomitant products included fluoxetine and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: cervix"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine hydrochloride (vistaril) and underwent treatment due to complications from the essure device. At the time of the report, the hypersensitivity, genital haemorrhage, device expulsion, abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia, pelvic pain, weight increased, fatigue, migraine, alopecia, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Essure confirmation test(s) conducted on (B)(6) 2011 righr side-3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfujly occluded; on (B)(6) 2011: patient status post essure placement. Left fallopian tube remains patent. Right fallopian tube is at least partially patent. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received : reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("alopecia") and dyspareunia ("dyspareunia"). At the time of the report, the hypersensitivity, weight increased, menstrual disorder, fatigue, migraine, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, hypersensitivity, menstrual disorder, migraine and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.